Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level on (B)(6) 2018 at 1:30 pm. Customer's blood glucose value was 680 mg/dl at the time of the incident and current was 600 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose and treated with insulin drip ,and injections shots. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was programmed with multiple basal profiles and monitored for six days. The basal profiles delivered properly. No basal anomaly noted. Device was also programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted during testing. Device uploaded properly using care link. Device had a stained end cap sticker, minor scratched display window, cracked display window, cracked case at display window corner, small cracks on the battery tube threads, broken belt clip slot, scratched reservoir tube window, and cracked reservoir tube lip. (B)(4).